Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that after a spin, the system was having issues with motion and not moving where they wanted it to. Field servicing engineer (fse) also reported that the gantry would not open. After looking at the logs, fse determined that the site was not holding open door button, and it was in a collision zone when it went they were trying to move it in different directions. Fse resolved this issue over the phone with the site. Patient was present. This issue occurred intraoperatively and no further information available. Additional information received stating that there was no delay and there was no impact on patient outcome. Additional information received and sating that the manufacturer representative determined that the site was not holding open door button, and it was in a collision zone when they were trying to move it in different directions. There was not an issue with the hardware, the site was not using the system correctly.

Manufacturer narrative:
H3,h6) no parts have been received by the manufacturer for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.